Event description:
It was reported that the unit displayed an end of life error when the device was connected for less than an hr. No injury to pt reported.

Manufacturer narrative:
At the time of this report, the product had not been returned for eval. Upon receipt of the product a f/u will be submitted.